Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had software error detected alarm. The customer¿s blood glucose level was 180 mg/dl. Customer reported that the blood glucose meter was removed from the insulin pump. Customer was assisted in connecting insulin pump with glucometer. The insulin pump will not be returned for analysis.